Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm5_13.7, -8.50/1.0/076 (sphere/cylinder/axis) implantable lens into the patient's right eye (od) on (B)(6) 2018. Refractive surprise was observed and the lens was removed on (B)(6) 2018. A replacement lens (different length and diopter) was later implanted and the problem was resolved. It was reported that the cause of event was user error, the surgeon used the wrong rx data for icl power calculation.

Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visible inspection found no visible damage to lens surface. (B)(4).